Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance, and measurements throughout these tests were within normal limits. Microscopic inspections of the electrode tip and helix found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities that would have caused or contributed to the sensing, impedance, and thresholds issues; thus those observations were likely the result of the perforation.

Event description:
This report is being filed with analysis details.

Event description:
It was reported that this right ventricular (rv) lead had very bad sensing, impedance, and thresholds shortly after it was implanted. A revision was performed, where it was determined that the lead had perforated the ventricle. It was unsure if the perforation was the sole cause for the poor performance, so the physician decided to use a new lead in a new location. The lead was returned for analysis. No additional adverse patient effects were reported.